Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, missing address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage to the insulin pump reservoir tube lip. Customer¿s blood glucose was 97 mg/dl at the time of incident. Customer reported that the reservoir tube lip was cracked. Insulin pump is being replaced and was returned for analysis.